Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and that the reason for the explant was inadequate stimulation. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50 serial #: (B)(4), description: linear 3-4 lead, 50cm, model #: sc-3138-55, serial #: (B)(4), description: scs phiii ext 55cm, model #: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile.